Event description:
On (B)(6) 2012, the patient contacted the animas corporation to report a keypad malfunction. The patient alleged the buttons were intermittently responsive. The patient claimed there are no obvious signs of damage to the keypad or the pump. The patient stated that the pump is worn under clothing and the pump is not cleaned. There is no reported adverse event with this complaint. This allegation is being reported due to a keypad malfunction.

Manufacturer narrative:
There was no reported patient impact associated with this complaint. The pump was returned to animas and was evaluated on (B)(4) 2012. The keypad was found to be intact; no peeling or lifting was observed. Evaluation revealed that all keypad buttons are intermittently responsive. There was evidence of contamination found under all key contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.